Event description:
It was reported that during an associated lead revision procedure, the atrial lead could not be removed from the atrial header port of the pulse generator. The lead was left in place and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).